Event description:
It was reported by service report that the triacs on the cpu board failed causing the foot end lift motor to run in only one direction up only. The foot end litter was stuck in the up position with a broken lift motor coupler. It is unknown if there was patient involvement or if there are adverse consequences to report.